Manufacturer narrative:
The complaint originated in a conference at the japan society of interventional cardiology, kanto-koshinetsu region. The male patient with an unknown history underwent the implantation of two cypher stents to the distal right coronary artery and the posterior descending artery. Four months following implant, repeat angiogram revealed severe concentric restenosis. It is unknown if additional treatment was provided. Indication for the initial evaluation is unknown. The target lesion was calcified but no additional vessel information is available. Prior to stent placement, the lesion was treated with a rotablator atherectomy device. The safety and effectiveness of the cypher stent has not been established following this type of treatment. Additional information was requested but has not been made available. The product was not available for analysis. As no lot number was available, no review of the manufacturing records could be performed. Restenosis is a known potential adverse event associated with coronary stent placement. Based on the limited information, it is not possible to determine the exact cause of the event. However, procedural factors may have contributed. Please note that the product, cjs23250, is distributed outside the united states, however, it is similar to the united states product cxs23250. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2006-01360 and 9616099-2006-01361.

Event description:
The report we received from our affiliate indicated that this case is from an academic conference and as reported, the patient had a calcified stenosis at the distal right coronary artery (rca). The lesion was treated with a rotablator and then a 2.5 x 23mm and a 3.0 x 18mm cypher stents were implanted. Four months later, the patient presented with severe concentric restenosis at two places inside the stents. The struts of the stent could not be observed due to severe endothelialization. It was indicated that stent fracture was not observed.